Manufacturer narrative:
Results: a sample was returned for evaluation. A review of the device history record could be performed as a lot number was provided for this incident. Conclusion: the customer's sample was received and evaluated. Based on our examination of the sample provided, we can confirm the complaint and a corrective action project has been initiated. Refer to CAPA (B)(4) for complete documentation and action plans related to front rear barrel separation.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set; when retracting the needle, the hub and wings detach from the needle. The needle did not retract all the way. No serious injury or medical intervention required.